Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, an system error 345 did not occur. A review of the event history log revealed multiple system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. The ultrasonic sensor will be replaced for precautionary measures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.